Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during testing carried out on (B) (6) 2009, a short circuit was discovered on electrode channels 3 and 5 and his on channels 3, 9, 11 and 12. On (B) (6) 2009, further testing revealed that all remaining channels which had been ok on (B) (6) were now hi. The device visibly moves when palpitated.